Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The complaint was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation, negative was pulled, but air could not be purged from the system. The device was set aside for return. Another same size xience xpedition was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.